Manufacturer narrative:
Upon receipt, the lead under complaint was found cut. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the surgery. The inspection revealed severe signs of wear along the lead body. At approx. 31 cm distal to the is-1 connector pin the insulation of the lead body was found rubbed through. These findings can be considered as the root cause for the clinical observation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. An interaction between the lead body and the ICD housing should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as the deformation of both shock coils resulted most likely from the explantation procedure. The analysis of the lead fragments did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted because of noise. There were no adverse patient events reported. Should additional information be received, this file will be updated.